Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 180 mg/dl. The customer stated that they successfully changed the alarm and the flow was good. Customer also reported stuck button alarm. The device will not be returned for analysis.